Event description:
It was reported that the right atrial lead was damaged during explant of the right ventricular lead. The atrial lead was removed but not replaced because the patient was in chronic atrial fibrillation. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments and all insulation was torn. All conductors were distorted, stretched, and had blood body fluid (not obstructed.) The proximal conductor was cut and the outer insulation had a cosmetic depression. There was blood in/on the helix mechanism, the lead was stretched and there was apparent explant damage.